Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device failed the flow sensor test. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed that customer that the gds is on hold and pms cant be done until that is lifted.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16616.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.